Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The user reported a leak in the drip chamber during a tpn infusion. Further clarification on the exact location of the leak has been requested. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV set has been requested for investigation but not received to date.